Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file appeared to show the system operating as intended and a direct correlation between the reported events (shortness of breath, fatigue, fluid overload) and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2019 at 5:56pm through (B)(6) 2019 at 5:50am. On (B)(6) 2019 the fixed speed was increased from 10200 to 10600 rpm and the low speed limit was increased from 9400 to 9800 rpm. Power and estimated flow appeared to increase slightly around this time, from an average of approximately 5.6 w and 3.1 lpm to 6.2 w and 3.3 lpm, respectively. Overall, power ranged from 5.4-6.4 w, estimated flow ranged from 2.8-3.8 lpm, and average pi was between 2.2 and 3.2. The flow estimator low limit flag (¿---¿) was active for the majority of the file. The pump speed remained above the low speed limit and no atypical alarms were captured for the duration of the file. The center reported that the patient was admitted on (B)(6) 2019 for fluid overload. The patient¿s speed has been significantly increased because of inadequate unloading. The patient is currently at 10600 rpm and is consistently having ¿---¿ for flow. Ldh had been fairly low in the mid-200¿s and ua was negative for blood. A right heart catheterization with a ramp study was performed and confirmed that at lower speeds the patient had significant increases in filling pressures. The patient was reportedly running at 9200 rpm and doing just fine from a cardiac standpoint 6 months ago. No alarms were reported for this event. It was later reported that the patient was having heart failure symptoms (shortness of breath and fatigue), but diuresed and feels better. There were no plans for any additional troubleshooting actions. There were no changes to the patient¿s condition or anticoagulation status that may have contributed. The patient was discharged home. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU outlines pump flow, stating that the blood flow estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. However, there are regions at the low and high ends where the relationship is not linear. The system controller also monitors the flow estimate, compares it to the known operational range of the pump, and verifies that for the given speed and power, the flow predicted is within physiological conditions. If the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -". This prevents the display of inaccurate flow information. Additionally, the IFU outlines the steps for determining the optimal fixed speed for a patient via a ramped speed study, including steps for determining the minimum fixed speed and maximum fixed speed. The IFU states that, ¿to accommodate normal shifts in volume and hemodynamic status, the fixed speed should generally be set at least 400 rpm below the maximum fixed speed.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for fluid overload. The patient has reported that their speed recently has been significantly increased because of inadequate unloading and currently is at 10,600 rpms and is consistently having --- for flow. Lactate dehydrogenase (ldh) has been fairly low in the mid 200's u/l and urine analysis is negative for blood. Right heart cath was performed and confirmed that at lower speeds the patient had significant increases in filling pressures. The patient is now needing 1,000 more rpms than 6 months ago when the patient was running at 9200 and doing just fine from a cardiac standpoint. Log files submitted revealed no unusual events recorded in the log file event history and the equipment is operating as intended. Additional information reported that there are no plans to further troubleshoot the event. No changes were made to patient condition or anticoagulation status that may have contributed to the event. A rhc with ramp study was performed and no equipment will be replaced. The patient is diuresed and feels better, was having heart failure symptoms- shortness of breath and fatigue at home and has routine clinic follow up. No additional information provided.